Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had been in pain due to being unable to adjust their stimulation up or down because they don¿t have an antenna for their patient programmer. They explained that their manufacturer representative had wanted they to try and use it without the antenna attached but that they couldn't reach behind to do so. The patient explained that they were in so much pain, that their legs hurt, they had been hurting all night and that she was about to kill herself. The patient later reported they had been in pain for a week and four days as of (B)(6) 2017 and their right leg was still in pain. The patient noted they had received a replacement programmer antenna which had allowed them to successfully turn stimulation up. However, they explained that it didn¿t help to stop the pain and were still in pain because of weather change, and nothing helps. They had an appointment with their doctor scheduled for (B)(6) 2017, and are hoping the doctor will give them a shot to help them.